Event description:
It was reported that when using the bd pyxis¿ es server unable to login. The customer stated that the malfunction occurred while user tried to issue medication to a patient and that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, device manufacture date: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to login to es server. A technical support specialist (tss) had participated in the bridge call to assist in resolving the login issue. During the session, a microsoft representative added the data-authenticated user group to active directory. Following this, the active directory synchronization service was restarted on both the production and test servers. Coordination was carried out with the relevant stakeholder to confirm that all affected users were able to log in successfully. It was mentioned during the bridge call that a root cause analysis would be conducted jointly by the customer and microsoft. The case was kept open for monitoring, and a follow-up call was made to the customer to verify that the issue had not reoccurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server unable to login. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.